Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to low blood glucose level on (B)(6) 2019. The customer¿s blood glucose level was 36 mg/dl and treated with fluids and dextrose. Customer also reported damage to the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. Troubleshooting was declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. Device received with minor scratched display window and case. Device received with cracked case at the belt clip slot. No cracks at the battery tube threads found per visual inspection.